Event description:
Call came in to report medical intervention that occurred on (B)(6) 2013 at 10pm. Pt stated she tested with prodigy meter in the morning and reading was 329. Due to high reading, pt took half a blood sugar pill, of which she stated to not have used in year, and the other half in the evening. At around 10pm, pt began to fell out of it, talking nonsense to her husband. Medics were called and reading was 20. She refused to go to the emergency room so medics gave her a paste-like substance (sugar). Pt gradually came back to normal. Final medical reading unk. Prodigy sent replacement meter and prepaid envelop for return of suspect product. No products received for testing. Pdc will continue pursuit of products for evaluation.